Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption and customer cleared alert. Insulin delivery was resumed. Customer's blood glucose (bg) was 70 mg/dl. Customer alleged the pump basal iq did not suspend insulin delivery as expected. Customer's blood glucose (bg) was low (less than 40 mg/dl) and candy was consumed to address bg. Due to data log corruption, tandem technical support was unable to review pump data to confirm the alleged basal iq issue.